Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the ivus procedure, the device displayed a black screen and could not recognize the catheter. The procedure was not completed due to this event. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter phone: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.